Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported while at the doctor's office on (B)(6) 2011, she experienced a low blood glucose episode. Patient stated she is a severe brittle diabetic and has been working with her doctor to adjust her basal rates. Patient reported her blood glucose level dropped to 31 mg/dl while at the doctor's office. Patient's normal blood glucose range is 70 mg/dl and above. Patient stated, they treated her with juice and glucose tablets. Patient reported she would not have been able to treat herself had she been at home when this occurred. Patient stated she is usually able to treat herself. Patient reported she was stabilized and remained in the office until her ride came to drive her home. Patient stated she has been experiencing low blood glucose most of her like and it can occur without warning or reason. Patient reported she is preparing for 2 major surgeries and has had changes recently in her stress level and sometimes her diet. Patient stated she feels the infusion device is functioning as intended and her low blood glucose episodes are due to her disease state. No product return was requested.